Event description:
Pt found to have pressure and friction injury to right posterior neck under ett fastener requiring wound care team follow-up.======================health professional's impression======================pressure and friction injury======================manufacturer response for ett fastener, anchor fast oral endotracheal tube fastener======================ICU director notified hollister company when injury occurred; no known response.